Event description:
The report is from the study. The patient was a male. The patient had a history of hyperlipidemia, hypertension, and coronary artery disease. The target lesion was the right proximal internal carotid. Lesion length was 15mm and diameter was 2mm. The lesion was 80% stenosed prior to the procedure. The lesion was mildly tortuous and calcified. The lesion was pre-dilated. A precise 8 x 30 was deployed successfully in the target lesion. An angioguard was successfully deployed and retrieved during the procedure. The patient died approximately 5 months later. The site was notified by the death through social security, and therefore there is no cause of death available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.